Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a loss of capture was observed on the left ventricular lead in addition to noise. Device reprogramming was performed.